Manufacturer narrative:
The device remains implanted. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was explanted for unknown reason and returned for analysis. Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti tachycardia therapy as well as multiple inappropriate shocks due to a sinus ventricular tachycardia (svt). Episodes were forwarded to technical services for review. Technical service discussed reprogramming options and noted that even though the atp and shocks were clinically inappropriate the device functioned normally as designed and programmed. No adverse patient effects were reported.